Event description:
It was reported that the insulin pump sustained physical damage to it and had unresponsive act and up arrow buttons. The caller did not know the blood glucose reading. The caller stated that there was a crack seen on the edge of the insulin pump's display, which occurred during normal device use. The caller did not observe any significant events leading to the keypad issues. The caller was advised that the insulin pump would be replaced and a request was made to have the customer return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.